Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed lec 41541 occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the flex circuit sensor. The flex circuit sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unspecified error code. There was unknown patient involvement and unknown patient harm.